Event description:
Patient's surestep meter was reported to have no power. This issue was not resolved with troubleshooting. Patient was taken to the hosp and was feeling weak and lightheaded. Medical affairs specialist was unable to reach the patient in 2004 to obtain further info regarding the hosp visit. Due to insufficient info about the hospital visit, this case is reported as a meter malfunction. A letter will be sent to the patient to try and contact them.